Event description:
Caller alleged precision discrepant results. Results as follows: set 1: meter-inr: >7.0; lab-inr: none. Set 2: meter-inr: 2.5; lab-inr: 2.5. Set 3: lab-inr: 12.3 (hospital). Set 4: meter-inr: <3.0 (earlier in month). Pt was on antibiotics and there was possible interference, ofc reported 2.5 inr result. In 2009, pt admitted to hospital with gross hematuria and fever. ER contributed hematuria to high inr.

Manufacturer narrative:
Summary: end-user reported precision discrepant test result. Pt's condition was hematuria and treated with antibiotics. Cv% calculation revealed cv%>20%. Precision test on returned product met precision criteria. Product deficiency was not established. There is no sufficient info to determine the root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. On 07/07/2009, received and decontaminated 1 meter and 6 strips. Inratio precision data provided by end-user lot: date: 2009; 1st-inr = 2.5; 2nd-inr = >7.0; 12.3 inr and <3.0 inr were excluded from comparison test since they're done more than 3 hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Inratio meter: mean: 4.75; sd: 3.18; %cv: 66.99. Since 66.99% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested when it is returned. Pt was admitted to hospital due to fever and hematuria (presence of blood in the urine). In-house precision test: test date: eight days earlier; inratio meters: in-house meter, returned meter: returned strip: 2 therapeutic donors. The next day: in-house precision testing provided (inratio meter): donor-1: returned (inr): 3.2; in-house (inr): 2.7; mean: 2.95; sd: 0.35; %cv: 11.98% pass. Donor-2: returned (inr): 1.8; in-house (inr): 2.1; mean: 1.95; sd: 0.21; %cv: 10.88% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 11.98% and 10.98 % respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency were established. No further action is required.